Event description:
One endeavor rx drug-eluting stent was implanted in the mid lad, and one endeavor rx drug-eluting stent was implanted in the proximal rca (MFR report #: 2953200-2009-00463). An acute non-stemi is reported to have occurred on the same day as stent implant. Investigator has assessed the event as a non-q-wave mi. Location of infarction is non-determinable. It is unk if the target lesion was involved. No repeat angiography was performed due to this event. The pt had biomarkers elevations without chest pain, no EKG changes and symptoms. The unit care decided to continue with the same antiplatelet treatment and discharged the pt. Pt was asymptomatic/free of symptoms at 30 day f/u.

Manufacturer narrative:
Evaluation codes, results: (myocardial infarction).